Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was above 400 mg/dl. A manual injection was administered to address elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified (alert 4).